Event description:
Reporter stated that both their child and parent use the quickie model wheelchair from sunrise medical (colorado). Both individuals have experienced the wheelchair flipping over numerous times. Child's has flipped over so many times that it is no longer usable.